Manufacturer narrative:
(B)(4)

Event description:
It was reported that undersensing was observed during device testing. Programming change during testing was recommended. No further information was available.